Event description:
Customer reported a broken spo2 connector on vs800 monitor, which may have affected pt monitoring. No pt injury reported.

Manufacturer narrative:
Company representative replaced broken spo2 connector. Functional and safety tested to factory specifications.